Event description:
It was reported that pt images that had been previously acquired were not available for recall even though they had been saved. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.